Event description:
Information was received from a friend/family member regarding a patient with an implantable pump for non-malignant pain. It was reported that the last time the patient was in the hospital, they were told that the pump was moving around the patient's body, and the patient didn't feel well currently. The caller mentioned that the patient 'lost a lot of weight'. When asked for the event date, the caller said after they 'left the hospital'. The caller stated that the pump was empty and was not working because the position of the pump was not right. The patient was having pain. The caller stated that they couldn't do a bolus because of the problem. The agent reviewed the role of patient services. The agent reviewed sending the physician listing but the caller said their email was not working. The agent reviewed sending physician listing through mail but the caller wanted the list right away. The caller mentioned that they had a phone number of the patient's managing doctor. The agent redirected the caller to their healthcare provider (hcp) to further address the issue.

Manufacturer narrative:
B3: event date is asked/unknown. Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.